Event description:
Additional information was provided indicating that the iol was replaced with a half a diopter difference of power and a difference of toricity strength.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health care professional reported an intraocular lens (iol) was explanted 2 months after implantation due to blurry vision. The lens was exchanged for a different power. The replacement iol model is unknown. Additional information has been requested.